Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed primed on the insulin pump. The customer's blood glucose level was 467 mg/dl. The customer has not treated yet. The troubleshooting was performed. The customer changed her set and bolused successfully. The customer was advised that the alarm was caused by set/reservoir connection. The customer will return both her infusion set and reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.